Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by deleting old images to make space. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to expose. Upon functional testing, the fse reviewed the logs file and found "disk full, please delete the image" error, the fse diagnosed the image disk, and it passed the test. Then the fse reloaded the ippc software to resolve the issue. After the software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the exposure was not possible due to the image disk being full. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.